Manufacturer narrative:
The reported leaking issue was confirmed. The affected device was visually inspected by the service provider; however it was immediately discarded by the service provider due to the level of contamination of 5fu.

Event description:
Infutronix received a complaint of set leaking issue forwarded from a distributor representative on (B)(6) 2019. On (B)(6) 2019 the distributor received an email from a field representative who was at the user facility, reporting that "a patient was hooked up on monday and came to the clinic yesterday for follow-up. Tim noticed frost on the bag and could see it was leaking. He didn't give me any patient details, however, in the box that I shipped back today with the pumps, the tubing and bag of 5fu is still attached to the pump and wrapped in a bio-hazard bag. There was no patient harm reported". The event date was (B)(6) 2019. No patient injury or harm occurred in this case. Medication used at the time of the event was 5fu. No other patient information was available. No lot number or expiration date information was provided to infutronix. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.